Manufacturer narrative:
Only the sheared segment was returned to the manufacturer for evaluation. The sheared segment measured approximately 37mm. Magnifying inspection of the urethane sheared portion found a semi circular groove along the total length of the surface, with the one end having an acute-angled cut cross-section. The actual sample was ft-ir evaluated and found to have the spectrum which is very similar to that of our guide wire. Functional testing was conducted and was able to reproduce the reported defect. This test was conducted on a current guidewire m sample and was inserted into a metallic material and withdrawn from it. The urethane coating was sheared from the test sample. The state of the sheared urethane layer was observed to be similar to that of the actual sample. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation findings and the usage condition described in the complaint, it is likely that the actual sample was pulled through the involved metallic needle in the proximal direction in the state of having contact with the edge of the metallic needle, resulting in the shearing of the urethane layer. From the available information, however, the cause of this complaint cannot be determined definitely. The IFU of this product does have the statement in the warnings section. "Do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of the urethane layer when using the rf gw m device. Follow up communication with the user facility confirmed the following information: the actual sample was used with a competitor's metallic needle for abdominal abscess drainage; on (B)(6) 2016, the patient developed irritation and a fever and underwent a CT scan; it was reported that a piece of urethane was found to remain in the patient's body and was retrieved with a snare; the procedure was completed successfully; and it was reported that the patient recovered.